Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. Unit received with cracked case at display window corners, cracked case at reservoir tube window corners, broken reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.